Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was unknown if the pump would be replaced/explanted. The cause of the motor stall was off-label drugs. It was unknown if there was more than one motor stall noted in the event logs. The motor stall did not recover. The patient was being managed orally with medication. It was unknown if the device would be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine (unknown concentration and dose) and clonidine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that a motor stall occurred, the patient was having withdrawal, and was admitted to the hospital. The event date was noted as (B)(6) 2017. Troubleshooting included interrogation of pump logs. The patient was put on oral meds, and the hcp was assessing whether to replace the pump. Interventions included ¿being assessed at mo.¿ it was unknown if surgical intervention occurred. Environmental, external, or patient factors that may have led or contributed to the issue included use of off label drugs. The patient status was alive ¿ no injury. The issue was not resolved. It was noted that the implant date of the pump was (B)(6) 2017, however, the use before date (ubd) was (B)(6) 2013. Follow-up was being performed to confirm if this is correct. Additional information was received. The patient was receiving morphine (10.0 mg/ml at 4.803 mg/day), bupivacaine (12.0 mg/ml at 5.764 mg/day), and clonidine (100.0 mcg/ml at 48.03 mcg/day). When the pump was interrogated, it wasn't updated, so it wasn't showing motor stall information. From the pump logs, the pump was last updated on (B)(6) 2017, indicating that the provided implant date of (B)(6) 2017 is incorrect. The estimated elective replacement indicator (eri) was 20 months.